Manufacturer narrative:
(B)(4).

Event description:
It was further reported that stent thrombosis occurred as per adjudication results.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that per source document thrombotic occlusion of proximal lad was noted. The site confirmed that there was acute stent thrombosis of 3.5 x 12 mm non-study synergy stent only and there was no stent thrombosis noted for the study stent placed in proximal lad.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02430 and 2134265-2017-03284. (B)(6) study. It was reported that cardiac wall motion abnormality occurred. In (B)(6) 2013, the patient presented due to unstable angina. Subsequently, cardiac catheterization was recommended. The target lesion was a de novo lesion located in the proximal left anterior descending (lad) with 90% stenosis and was 26 mm long with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of a 2.50x28mm promus element¿ plus stent. Following post-dilatation, residual stenosis was 0% with timi 3 flow. On the following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2016, the patient presented to the emergency department after an episode of persistent chest pain and ventricular fibrillation arrest and reported an event of st elevation myocardial infarction (stemi). The patient was further referred for cardiac catheterization. The 100% in-stent restenosis in proximal lad was treated with balloon angioplasty and placement of a 12x3.50mm synergy¿ stent with 0% residual stenosis with timi 3 flow. Following the procedure the patient started to experience some chest pain. He was re-catheterized and was found to have acute stent thrombosis of the 12x3.50mm synergy¿ stent. Stent thrombosis thought to be due to being unable to take ticagrelor until after the procedure. A repeat percutaneous intervention was performed with placement of 2.75 x 12 mm synergy drug-eluting stent proximal to the 2.50x28mm promus element¿ plus stent. Post procedural stenosis was 0% with timi 3 flow. The patient also had successful intra-aortic balloon pump placement to increase coronary reperfusion during the procedure and to decrease the risk for further in-stent thrombosis. He was on heparin drip along with the intra aortic balloon pump. Echocardiogram showed mildly reduced ejection fraction of 44% with lad wall motion abnormality. The patient had paroxysmal episodes of atrial fibrillation while he was in the hospital. He did well after his repeat percutaneous intervention. Two days after, the balloon pump was able to be removed. The patient ambulated well with physical therapy, and denied any further complaints of chest pain. He remained hemodynamically stable. Four days post-procedure, the patient was discharged home in stable condition on triple therapy with aspirin, plavix, and pradaxa. It was recommended that his aspirin be discontinued after 30 days after stent placement and continued plavix and pradaxa for at least 1 year. The event was considered resolved.